Manufacturer narrative:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) had burst while trying to deploy the device. There was no reported patient injury. The product was properly stored as per labeling. There was no damaged to the device packaging. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Femoral artery¿s was suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The product was not returned for analysis. A product history record (phr) review of lot f2007704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although not reported, may have contributed to the reported event as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the information available suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) had burst while trying to deploy the device. There was no reported patient injury. The product was properly stored as per labeling. There was no damaged to the device packaging. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Femoral artery¿s was suitability verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device will not be returned for analysis. No other information was provided.